Manufacturer narrative:
The device information is unknown at this time along with the patient's concomitant medical products and therapy dates. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had been unable to communicate with their programmer due to it being inoperable. An alternate programmer was used but was unable to provide resolution. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.